Event description:
It was reported on (B)(6) 2015, that a sign im nail implanted to repair a fractured right tibia; showed loose screws in follow-up x-rays. One distal and one proximal screws were removed.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the loosened screws is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The loose screws (one proximal one distal) were removed during a follow-up surgery. The proximal and distal ends of the sign im nail are secured with one locking screw each. Sign fracture care international continues to monitor these events as part of our post market activities.